Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device; the complained instrument has shown, that the tip of the screw driver shaft is broken off as complaint. The tip is twisted and after broken off during tightening. The exact reason for this reported problem cannot be determined. Excessive force and/or the non-use of torque limiter did lead to the breakage. In this context we would like to focus on the specific advice inside the surgical technique guide. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw driver shaft broke outside the patient body during a tibial plating open reduction internal fixation (orif) surgery. The surgeon wanted to use the device with power tool, and due to the friction with the screw head the edge of the device broken. There was no harm caused to the patient. The surgeon completed the surgery with another screw driver shaft with no delay to the procedure. This is report 1 of 1 for (B)(4).